Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to it suffering from premature battery depletion (pbd) since it displayed a battery depletion (bd) alert. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis. The device has ben returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to it suffering from premature battery depletion (pbd) since it displayed a battery depletion (bd) alert. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis.